Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. During a device upgrade procedure the ra lead was surgically abandoned. There was no report of adverse patient effects during this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.